Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced unspecified issues with the pump. Customer's blood glucose value was not provided. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.